Event description:
Reporter noted metallic foreign matter one month following cataract surgery. Mild inflammation was observed in the anterior chamber. An operation was performed to remove the particle. The surgeon stated the particle did not produce inflammation.